Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-0. No defect found on returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009. Note: manufacturer contacted customer in a follow-up call on 30-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results and error messages (e-0, e-3 and e-5). The customer reported complaint using 2 different vials of test strips with the true metrix meter: additional report reference number: (B)(4). The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 106-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 05/23/2025 and the product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : lo date: 11/09; time: 8:19am fasting. Result 2 : 133 mg/dl date: 11/08; time: 7:53am fasting. Result 3 : lo date: 11/08; time: 7:49am fasting. Result 4 : 141 mg/dl date: 11/07; time: 8:14am fasting. Result 5 : 129 mg/dl date: 11/06; time: 8:30am fasting.